Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the physician encountered difficulties in getting to screw the left ventricular (lv) lead into the right ventricular septum and suspected that the screw may have been dull. The lv lead was removed and replaced. No patient complications have been reported as a result of this event.